Manufacturer narrative:
Concomitant medical products: ddmb1d4, iicd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day of the patient¿s changeout procedure there was a high and undefined rv defib lead impedance on the right ventricular (rv) lead. The rv lead is currently within normal limits for the defib impedance and remains in use. No patient complications have been reported as a result of this event.